Manufacturer narrative:
The lead was returned was no report event. As received, a partial lead connector portion was returned in one piece. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 5.0cm to 5.2cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.